Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the three dimensional (3d) was not working and error e238 was displayed during inspection for use involving an olympus video system center. There was no patient injury reported.